Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the physician had difficulties crossing the lesion. A 3.00x20mm taxus express2 was advanced toward an unspecified location and when removed the strut was noted to be protruding from the balloon. The procedure was completed with a different device. There were no pt complications or injuries reported. The pt status is listed as ok.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.